Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-4020 adaptor did not work. The reporter stated that they just had to unplug it, plug it back in, and it worked fine after. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.